Event description:
It was reported that a cystoflo drainage bag had a malformed piece of plastic adhered to it. This was noted before patient use. The customer tried to remove that malformed plastic and tore a hole in the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) noted a perforation in the device. The reported condition was verified. The cause of the defect is due to excess solvent during the product process. A CAPA is currently open to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.